Event description:
A report was received that the ipg site was draining fluid. The physician suspected infection and intravenous antibiotics were administered to the patient. The physician believed that the infection was not device or procedure related. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: 533005, description: artisan surgical lead, 50cm.